Event description:
The pt reports starting to use these strips two months ago. She updated the code to 9 and tested the strips with control solution and it tested 128 - 129. She began to use the strips but kept getting higher than normal readings. She then went back and retested the strips with control solution and got a reading of 145. She switched to a different batch of strips and had no further problems.